Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to the manufacturer's policy. By report, the manufacture's device was unstuck by persistent removal. Post-removal of the manufacture's device, the puncture site was closed and pressure was applied, as per normal procedure. The patient's vitals were being taken and it was observed there was no pulse at the radial site. Patient was transported, by his wife, to the local emergency room for a thrombectomy. It was reported the patient was released from the ER in good condition. No tests/laboratory data available. The implant or explant dates are not applicable to this device. The returned device was visually and microscopically inspected. The catheter was returned separated into two pieces with a third-party guide wire stuck in the distal piece. All portions of the catheter device were accounted for. The probable cause of the stuck guide wire, and damaged catheter shaft is damage in use. Per IFU, "do not advance the guide wire against significant resistance. In binding occurs between the catheter and the guide wire while inside the patient, carefully remove both the wire and catheter and do not use." Moreover, "if resistance is encountered during pullback, remove the entire system (guide wire, ivus catheter, sheath guide catheter) at the same time." Strain, impact, and forces associated with use can affect the integrity of the device. It could not be determined how and when the cause of the failure occurred. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria.

Event description:
It was reported the manufacture's catheter device became entangled on wire as they were advancing. Used brachial access. Had to advance both the catheter and wire to obtain visualization. Could not remove ivus catheter when finished. Kink had developed at end of catheter. Had to cut ivus catheter to remove. Noticed the ivus catheter unraveled at the rx exit of wire. When they had the ivus removed, noticed patient did not have pulses at wrist. Thrombus had formed. Patient had to go to hospital for thrombectomy. Vessel: brachial artery. This initial medwatch report is being submitted as patient experienced an adverse event (brachial thrombectomy) and additional intervention was required to remove the devices.